Event description:
It was observed that during the device evaluation, the video system center had no light emission. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to degradation of light emitting diode unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.